Event description:
It was reported that the implant broke on insertion during a rotator cuff repair. The tip of the implant was left in the patient. No further information was provided regarding this event. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation but has not yet been received. A follow up report will be submitted upon completion of the investigation.